Manufacturer narrative:
Product ID 3889-28, lot# va1gfb0, implanted: (B)(6) 2017, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the auto accident caused a break on the internal device and an x-ray showed the lead had moved, causing it not to work properly. It was reported that it will need to be replaced at a later date. It was reported that the patient is using their original programmer and did not need a replacement. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was in an accident two weeks ago, and shortly after that they hadn't been able to get to the bathroom on time, and was soaking their pads. Patient did note that it didn't happen every single time they had to go to the bathroom but that it was happening maybe every 3rd time. During the call, patient tried to adjust stimulation but couldn't because they got the poor communication screen both with and without the antenna. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the replacement programmer resolved the issue because they were holding the external part over the wrong area of their body. They were showed the correct area. It was reported that it did not resolve the incontinence issue however. Patient has three programs set up and will change the program if the one they are on does not work. Patient reported if this does not work if they will have to replace the device. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the affected device was removed surgically intact and disposed of. The doctor did not requested the device to be analyzed due to x-ray evidence of lead changes post motor vehicle accident. They felt the best course of action was to replace the lead and battery due to potential damage.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gfb0, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2021-04-22, UDI#: (B)(4). Due to imrdf harmonization, the previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding a patient. Previously reported information was repeated, and it was reported that the patient had a replacement of their system in (B)(6) 2018 after an auto accident on (B)(6) 2018. No further complications were reported.